Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg had tilted or was implanted too deep. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a pocket revision procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg had tilted or was implanted too deep. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient will undergo a pocket revision procedure. No device malfunction was suspected.